Event description:
During follow-up, several unsuccessful attempts were made to communicate with the device. X-ray verified proper location and alignment. After explant of the ICD, the ICD still would not communicate. The leads tested normally, the ICD was returned for evaluation.